Event description:
Clinic notes were received for the vns patient¿s office visit on (B)(6) 2014 indicating that the vns patient had been experiencing 7-10 seizures per month and sometimes had seizure clusters. The patient had a cluster a few days prior to her office visit. The notes indicate that the patient¿s seizures had been more forceful since her vns device stopped working. The patient¿s device was not interrogated during the visit. Further follow-up with the patient revealed that the patient began having seizures in 2004. The patient had approximately nine seizures a month since vns implant and still had approximately nine seizures since her device was programmed off in (B)(6) 2014. The patient stated that her vns device was 80% effective. No known interventions have occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays. Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Manufacturer review of x-ray images found no gross lead discontinuities; however, a suspect area in the lead was observed.

Event description:
On (B)(6) 2014, high impedance on the vns device was reported. Follow up with the physician's assistant found that the patient had been experiencing an increase in seizure activity recently. When the device was interrogated, high lead impedance was observed. The increase in seizure intensity first started in november. It is unclear how often the patient is having a seizures. The patient fell and broke her left femur during a general tonic clonic seizure in november. The vns device was disabled on (B)(6) 2014. Follow up with the patient found that the patient denied any pain with stimulation. The patient had a few seizures the previous week and was weak in body and mind. She was walking too fast and fell. The fall was not from a seizure. Ap and lateral chest and neck x-rays were taken of the patient and sent to the manufacturer for review. Generator placement appeared normal. The lead pin appeared fully inserted. The feedthru wires are intact and the lead pin wires were intact at the lead pin. Lead is present behind the generator and is seen routing up towards the electrodes. The electrodes appear to be aligned properly. A strain relief bend is present and appear to be per labeling. There is no strain relief loop present there are two tie-downs present. The first tie down is placed per labeling but the second tie down is not placed per labeling. There do not appear to be any gross fractures, discontinuities, or sharp angles. There was one suspect area near the anchor tether that there appears to be a small kink. As there is not another view of the neck it is unable to be confirmed if there is a true kink or if it is just the angle of the image. No other information has been provided. Surgery is likely, but has not occurred to date. As requested, our search returned the following: (B)(6). Based on the most recent information we currently have on file: generator: model #: 102, serial #: (B)(4), date of implant: (B)(6) 2006; lead: model #: 302-20, serial #: (b)(40, date of implant: (B)(6) 2006. Thank you for your inquiry. The information provided above is provided as a courtesy, however please keep in mind that hospitals do not always return implant warranty registration cards. If the patient has had a vns therapy generator or lead replaced since the last implant card was received, and a new implant card was not returned to cyberonics, the information above will not be accurate. Because of this, the vns therapy physician's manual describes two methods to accurately determine which vns therapy product(s) a patient has implanted. These two methods are (a) interrogating the device, and (b) taking an x-ray. In rare cases where a physician is not able to communicate with the device, and there is concern about the status of the lead, the physician should make a risk/benefit decision to determine whether it is appropriate to order x-rays to attempt to visualize the implanted lead. This is typically for cases where there may be concern regarding discontinuity of the lead or other issues. When ordered by a physician, x-rays may include: chest ap and lateral for generator alone, neck ap and lateral if there is a need to visualize the lead. Please contact clinical technical services at 1-866-882-8804 or via e-mail at clinicaltechnicalservices@cyberonics.com if you have questions, concerns or need additional technical support.